Event description:
The pt reported experiencing elevated blood glucose of up to 555 mg/dl for the past 15 days despite bolusing and she does not believe the infusion device works properly. Her normal blood glucose level is 180 mg/dl. She changed the infusion set and insulin cartridge and was unable to resolve the issue. She switched to her backup infusion device on (B)(6) 2011 and her blood glucose decreased. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.